Event description:
The pt demographics were not disclosed. The target lesion was the distal portion of the proximal right coronary artery (rca). The lesion was de novo. The vessel's calcification was unknown, but there was no tortuousity. There was 90% stenosis. Pci was conducted to treat the target lesion. After conducting pre-dilation with a maverick balloon, a 3.0 x 18 mm cypher (lot i0906120) was being implanted at the target lesion. While inflating the cypher, the pressure would not increase above 12 atm. Therefore, the physician withdrew the sds outside of the pt. Post-dilation was conducted with the balloon and the stent was deployed. The procedure was finished successfully. After the procedure, the physician confirmed the balloon had ruptured. There was no reported pt injury.

Manufacturer narrative:
This device cjs 18300 (lot i0906120) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.